Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the tip of the router broke. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 5 minute delay and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the tip of the router broke. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a 5 minute delay and the procedure was completed successfully.